Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with congestive heart failure, primary lower respiratory infection and fever. Upon interrogation, atrial fibrillation with decrease in pacing percentage was noted. There is no known allegation from a health professional that suggests the infection was related to the device or the leads or procedure. The patient was treated with medications. The patient was discharged in stable condition.